Manufacturer narrative:
(B)(4) follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received.

Event description:
No additional information.

Manufacturer narrative:
Correction: annex a code updated.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that unknown bd luer syringe luer cracked. The following information was provided by the initial reporter: the flulaval syringe luer lock fitting may break. The caller has received reports that the threaded locking skirt of the luer fitting may separate from the syringe. The caller reports that three physicians' offices have reported having flulaval syringe luers break off. They report no problems in attaching the needle to the syringes. However, when activating the needle safety device the luer skirt breaks.